Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was within warranty and arranged to send a replacement pump with updated software to the customer. Customer was instructed on switching to a backup insulin delivery method to prevent interruptions and advised on procedures for returning the faulty pump to tandem. Caller understood and agreed to the instructions, and a signature was required for the delivery of the new pump.